Manufacturer narrative:
Photos of tubing were submitted by a cardioquip technician and sent to cardioquip epidemiology for investigation during an onsite service visit. Due to the discoloration of the tubing, epidemiology recommended that the device receive an internal water pathway replacement. Cardioquip notified the customer of the potential contamination and recommendation via email on (B)(6) 2022. Following the internal water pathway replacement, an inspection was performed and the device is fully functional.

Event description:
Upon inspection of the internal components/tank, our technician identified potential contamination with unit 10161358. The technician took pictures of the internal tubing of the device and forwarded them to cq for review. Due to yellow discoloration within the water path, epidemiology recommended iwpr procedure.